Manufacturer narrative:
Concomitant medical products: item: avenir, stem, lateral, cemented, 2, taper 12/14 , catalog #: 01.06010.302, lot #: 2917177. It is not assumed that the device will return for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. Implantation report. Revision report. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Did a delay in the procedure over 30 minutes occur that was related to the event? Time surgery was extended. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non compliance, patient anatomy). Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent second revision surgery due to dislocation of a unknown hip head. At the moment it is not clear whether the head was explanted.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number(s) is/are available. Event summary: according to the per and bfarm notification, the patient underwent a revision surgery on (B)(6) 2018 due to dislocation for second time. Ades inlay separated from the head. The patient had the previous revision surgery on (B)(6) 2018, where the head and the inlay of the ades dual mobility cup were revised due to dislocation and separation of the inlay. Review of received data undated x-ray, right hip with femur ap-projection: probably dating prior to op on (B)(6) 2018 girdlestone-situation without an implant in bone defect situation with a lack of the proximal femur and massive periarticular ossifications. X-ray dated (B)(6) 2018, right hip with femur ap-projection: cemented stem in correct position, around the proximal stem two cerclage wire intact. Bony defect situation with missing proximal femur. In this projection, the inclination angle of the cup can not be assessed accurately, but it does not appear too steep. Based on this single projection level a mismatch between femoral head and cup can not be assessed with certainty x-ray dated (B)(6) 2018, right hip with femur ap-projection: cemented stem in correct position, around the proximal stem two cerclage wire intact. Bony defect situation with missing proximal femur. Compared to the preview of 12.02.2018 the femoral head is decentered in the cup. In this projection, the inclination angle of the cup can not be assessed accurately, but it does not appear too steep. In projection on the soft tissues located laterally of the hip, recognizable roundish lightening as a possible indication of a foreign body, probably the insert which is dislocated from the cup. Undated x-ray, right hip with femur ap-projection: situation with dislocated total hip endoprosthesis, stem and cup without signs of loosening. Probably taken after the revision surgery on (B)(6) 2018. Surgical report dated (B)(6) 2018: indication: hip dislocation on the right with inlay dislocation operation: the pe inlay, which is completely dislocated, is recovered subfasially. The short head is still on the stem. The head is knocked off from from the stem. Extensive rinsing. New pe for cup size 50mm is attached with a long head after cleaning the cone. Reduction. Hip sits stable. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: no adequate information was received for the investigation of the case. Due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: the patient underwent a revision surgery on mar 10, 2018 due to dislocation for second time. Ades inlay separated from the head. The patient had the previous revision surgery on (B)(6) 2018, where the head and the inlay of the ades dual mobility cup were revised due to dislocation and separation of the inlay. It is unknown which components were revised during the op. The dislocated head is unknown. No ref/lot numbers were available. No revision surgery reports or dated x-rays were available to confirm the event. Due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Review of the device history records for the product could not be done due to absence of lot information. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).